Event description:
Boston scientific crm received information that the lead safety switch tripped on the right atrial lead due to unknown impedance measurements. The device was confirmed to be functioning appropriately. All impedance measurements in the daily measurements were stable. Information was later received that the lead safety switch tripped again. It was determined that the switch was due to impedance measurements below 100 ohms. The lead was programmed to bipolar configurations and the low impedance measurements persisted. Additionally, the p-waves were 0.2mv. As a result, the device was programmed vvi. No adverse patient effects were noted.